Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s pump displayed a prompt to connect the cgm or enter a blood glucose value, and troubleshooting determined the dexcom g7 continuous glucose monitor (cgm) sensor had not been correctly paired because the new pairing code was not entered into the pump. No adverse clinical symptoms reported. Outcomes included successful restoration of cgm connectivity after the user entered the correct pairing code, with no alerts or alarms and no medical intervention. User support included technical support review and user-led re-pairing education. Investigation of this case revealed user setup error related to an incorrect or missing pairing code for the cgm sensor, with the device functioning as designed once paired. It was concluded, based on previously established findings for similar reports, that user error during sensor pairing was the cause.